Manufacturer narrative:
The reported event was not duplicated; however, the diagnostic engineer found motor assembly corrosion during the device evaluation.

Event description:
It was reported that the remb sagittal saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation, while in sterile processing at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that the remb sagittal saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation, while in sterile processing at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.